Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient had a folded ins; they just recently noticed that their battery was folded. It was also reported that they had not been feeling stimulation for the past week or so. Troubleshooting found that the stimulation was off. They were able to turn it back on, and the patient was feeling the stimulation. It was recommended that they follow up with their healthcare provider about the folded battery. No further patient complications are anticipated or expected as a result of this event.